Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high hba1c iii tina-quant hemoglobin a1c iii results for a few patient samples over the past two months. Data was provided for one patient tested on (B)(6) 2017 as an example. The initial result was 10.0% with a data flag and was reported outside the laboratory. This result was questioned by the doctor and the sample was repeated. The repeat result on another cobas 6000 c (501) module was 6.8% with a data flag. The repeat result was believed to be correct. The customer could not confirm if there had been any adverse event. No adverse event was reported. The reagent lot number was 13561801 with an expiration date of 12/31/2017. The field service representative found there was a product configuration issue as the lot number of the in use calibrator had not been updated in the system. He updated the system with the current lot and performed calibration and controls which were acceptable. The system was performing to specifications. He repeated the suspect samples and all results were within the normal ranges.